Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 through review of the event history log, but did not reproduce it. The evaluation found that the input/output printed circuit board had a dislodged component, which is a known contributor to the reported symptom. The failed input/output printed circuit board was replaced.

Event description:
It was reported a spectrum pump had system error 105 occur in anesthesia services. It was also reported there was no patient involvement.